Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked j2 connector at lcd board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.